Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2024.the user was prescribed with antibiotics by hcp to treat the infection at insertion site.

Event description:
On 03 december 2024,senseonics was made aware of an incident where user reported infection at insertion site.the sensor was inserted on (B)(6) 2024.the user was prescribed antibiotics for infection.